Manufacturer narrative:
(B)(4). Product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that one other complaint was received for this po. Conclusion: based on the investigation, no product deficiency was identified. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that after the preloaded intraocular lens (iol) was implanted in the patient's right eye, their capsule tore and the doctor had to perform an unplanned vitrectomy. The vitrectomy was not triggered by the lens. The iol was removed and replaced with a johnson and johnson 3-piece lens (model za9003, +23 diopter power). Sutures were used as that is the doctor's standard practice. No further information was provided.